Event description:
According to the reporter: the stapler locked on stomach tissue and would not open after firing. A new trocar was inserted with a new device and the surgeon then cut around the existing device to remove it from the tissue. A delay of approximately 30 minutes occurred. It could not be reported if abnormal bleeding occurred.

Manufacturer narrative:
(B)(4).